Event description:
The patient was lying in bed and she noticed that the stimulation shut off. She tried to turn it up and still could not feel stimulation. There was no known accident or incident related to the event. The next day, the battery was checked and found to be fully charged. The stimulation was turned up to 10.5 volts and the patient still could not feel stimulation. Impedances were checked. The only viable pair was 1, 3 with an impedance of 228 ohms; all other pairs were >3600 ohms. A revision of the lead and extension was planned. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.